Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient¿s first two leads were surgically replaced because they did not relieve their target pain. The patient stated that the paddle lead also did not relieve their target pain. They reported that they had been reprogrammed multiple times by four or five representatives (rep) but it did not help. The patient reported that they tried different positions and different modes, but it did not help to relieve their target pain. They stated that the adjustments made them feel like they were being electrocuted. The patient reported that the ins and lead were to be explanted so they could have an MRI. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported the patient was seen at the hcp office on (B)(6) 2017 and their surgery was to be scheduled. The patient's weight was provided. No further complications were reported.